Event description:
The pt reportedly experiences ongoing intermittency and sound quality issues between the external equipment and the cochlear implant. Programming changes were made, and external equipment has been exchanged. The issue was not resolved. Device revision surgery will be scheduled.

Manufacturer narrative:
A device was located and will be requested to return to the company for analysis, further information will be contained in the supplemental report.

Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device is lost and it will not be returned to the company. A review of device history records has been completed and no anomalies were noted. The patient is reportedly doing well. This is the final report.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections system lock was verified. The device passed some of the electrical tests performed. The device did not pass the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor a corrective action has been implemented feedthru assemblies from this vendor are no longer used. This is the final report.